Event description:
Underdose.

Event description:
Underdose identifer: male, (B)(6). (B)(6) 1931 pt had intemittent IV med of ceftriaxone. Agilia vp mc wifi, sn (B)(4) secondary infusion of ceftriaxone, vtbi 65 ml, in 20 min. (Not fk drug) issue: 25 ml of drug remaining in bag at 30 min, automatic return to primary. Issue noted at 30 min time when drug should have been infused. At this time, nurse reprogramed the remaining 25ml vtbi and delivered rest of drug. No alarms noted during infusion. Delivered the rest of drug with no issue. Next dose of drug as delivered IV push. No recurrence of issue pt connected, no adverse event, no pt deterioration. No issue reported priming the IV sets. Vl sl00-0 lot #32232458 device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review could be performed. However, the reported event is a known issue and history log would not have been relevant. Device was not asked for investigation as the reported event was linked to a similar issue that has already been investigated. The reported event could not be reproduced. No technical nor functional defect being identified on the returned device during control testing, the compliance with IFU for use with secondary infusion was checked with the customer. It appeared that the hanger used for secondary infusion IV set was only 8 inches long (20cm) when the IFU recommendation is that the distance between the primary and secondary bag should be 12 inches (30cm). Therefore the condition of use were not within recommendation specified in the IFU. Using two hangers would allow to achieve requirements. This was suggested to the customer who applied this workaround and confirmed that ever since using two hangers to lower the primary bag, they did not get any issue in delivering the secondary medication.